Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed, opening on the anterior side assessed as unidentified (tear) opening. (Shell thickness within specification). Additional observations: ¿ crease fold observed on the device. ¿ white particles observed. ¿ wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced with a non-allergan device.